Event description:
A tandem mobi cartridge alarm was reported by the caller, indicating an issue with the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reloaded the original cartridge on august (B)(6), 2025, and resumed insulin therapy, resolving the issue.